Event description:
A customer reported experiencing a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. The technical support team provided the customer with detailed instructions to reset the pump, guiding them through the process, and advised a waiting period before starting a new sensor session. The customer acknowledged and understood the guidance.